Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the edge of the stent struts were lifted up. The procedure was completed using a 3.50x12 non-bsc stent. No patient complications were reported and the patient's status was good.